Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7072552/7072554.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient has had multiple medical complaints including itching, rashes, swelling, vomiting, nausea, and had one episode of chest pain. The patient was prescribed with medrol dosepak medication.